Event description:
The patient has 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient was experiencing ineffective therapy and one of the leads exhibited invalid impedance readings. X-rays were taken and indicated both leads migrated and one was possibly fractured. Patient stated that prior to onset of ineffective therapy, he had lifted a heavy stack of folders which caused him to twist his body. Surgical intervention may take place as the next course of action to address the migration and possible lead fracture.

Event description:
Additional information received indicated the lead implanted at the t12 level had fractured. The patient's complete system was explanted.